Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was not communicating and experienced sensor glucose versus blood glucose differences. Customer was also having sensor issues. Customer reported of having bent cannula and threshold suspend in the past. Customer's blood glucose was 488 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was advised to monitor issue and to call back should issue persist. Sensor would be replaced.